Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, fever, and loss of appetite. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with injection ceftazidime (1gm, once daily, intraperitoneal, discontinued) and injection cefazoline (1gm, once daily, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was recovered from peritonitis; however, the patient remains hospitalized due to other indication. Pd therapy was ongoing. No additional information was available.